Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a driveline revision and mediastinal exploration on (B)(6) 2021 because a computerized tomography (CT) scan showed a fluid collection on the left side of the chest. After the procedure, the patient arrived in the intensive care unit (ICU) and was extubated. On (B)(6) 2021, the bedside nurse reported sudden low flow alarms with a flow of 0 rpm when the patient turned to the left side and did not correct when turned back. When the event occurred, the speed was manually decreased from 5200 to 4800 rpm and there was no flow change. 250 cc's of albumin was given and a line was placed. Speed was increased to 5000 rpm with 0 flow. The patient was asymptomatic with normal hemodynamics and elevated in bed approximately 30 degrees with low flow alarms continuing. Bedside echo showed that the av was opening with every beat. The lvad was making a louder hum than normal per their auscultation. The patient was on low inotropic support. Review of the log files showed that the pump had lost flow which was thought to be due to an occlusion of the pump (likely in the inflow tube). It was determined that the patient was not a candidate for ECMO or a pump exchange. Vad surgical and medical team opted not to do a computed tomography angiography (cta) of the inflow, pump, and outflow since they felt it would not change their decision to not do a pump exchange. The lvad was turned off at 4:24 am on (B)(6) 2021 after which the patient's mental status changed and became non-verbal. The pump was turned back on at 4:30 am. The flows on the hm3 showed as 2.8 lpm and the pump had a normal hum that wasn't as loud. The patient's mental status did not improve. A code for stroke was called after right-sided hemiparesis was observed. A cta showed an occlusion in the internal carotid artery and cerebral hemorrhage. The patient remains in the ICU. There were no other unusual events recorded in the log file event history after 09jan2021. The patient was put on comfort care. The heartmate 3 was turned off on 13jan2021 and the patient expired on (B)(6) 2021. It was reported that the device was operating as expected before being turned off.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported obstruction, hemorrhagic stroke, pump noises, and patient condition could not be conclusively determined through this investigation. Evaluation of the submitted log files confirmed the reported low flow alarms. The controller event log files contained overlapping data from (B)(6)2020 20:05:11 through (B)(6)2021 13:28:45. A continuous string of 0.0 lpm low flow alarms on (B)(6)2021 from 01:26:40 until 5:21:59. Seconds later, the pump was intentionally shut down in attempt to resolve the 0.0 lpm flows. The pump was turned back on for support on 09jan2021 05:30:15, and the 0.0 lpm flows resolved and flow shortly returned to around 3 lpm. No further events were captured following the low flow alarms and intentional pump stop. Despite the low flow alarms, the pump operated at the set speed for the duration of the file. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and inr range. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 25jun2020. No further information was provided. The manufacturer is closing the file on this event.